Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated alert 38 indicating consecutive stalled motor events, which was verified in the device history; the pump was restarted per instructions, and the alert reoccurred after restart, prompting a device replacement and education on backup therapy until the replacement arrived. Symptoms included no reported adverse clinical effects. Outcomes included continuation of diabetes therapy using backup methods until the replacement device was provided. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.